Event description:
Complainant alleged that the clinicians were attempting to defibrillate a 63 yr old male pt undergoing open heart surgery using internal paddles, but the unit would not discharge. The clinicians were able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.